Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the device did not come on and that a control knob was missing. Analysis also found the upper and lower cases, ring cover and two side bail covers broken, the battery release was contaminated and the ring was bent. (B)(4).

Event description:
It was reported the device was not coming on. It was also reported the knob is missing. The device was returned for repair. There was no patient involvement.

Event description:
It was reported the device was not coming on. It was also reported the knob is missing. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.